Event description:
During an implant procedure, noise and undersensing was observed on the right atrial (ra) lead. The lead was tested at different implant locations, however, the electrical anomalies did not improve. The lead was explanted and replaced to resolve the event. The patient was in stable condition, however, the physician alleged the procedure was too long due to the performance of the lead and was considered clinically significant for the patient.

Manufacturer narrative:
The reported events of noise and undersensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and an x-ray inspection of the lead revealed no anomalies.